Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of l3 vertebral body fracture involved in olif used in spinal therapy. Levels implanted - l2/3, l3/4. It was reported during procedure, after performing olif on l3/4, before performing dissection on l2 / 3 intervertebral, the blood vessel that seemed to be segmental artery was damaged with an cautery knife. Since bleeding had been confirmed, gauze was packed and hemostasis was performed for over 30 minutes. Patient complications was reported as there was bleeding due to somatic artery injury. The bleeding stopped, but it was difficult to suture the blood vessels, so the wound was closed with gauze was continued to be inserted. Olif of l2/3 was not performed. Additional treatment was performed as a result of the event, angiographic examination was performed after the wound was closed. There was delay in surgery for 60 minutes. Patient was hospitalized prolong as a result of the event. Anterior spinal fusion was scheduled next week and posterior spinal fixation was scheduled to be performed the week after next. On 2020-oct-15, received additional information that there was no malfunction with the reported product and being used. Patient recovered from the injury. Anterior spinal fusion was scheduled on 14th, wednesday. Posterior spinal fixation was scheduled on 21th, wednesday.